Manufacturer narrative:
The following functional tests were performed by the philips field service engineer (fse) on the customer site. Results of functional testing indicate the system red alarms are not audibly latched when they are set to be latched for both audio and visual. The philips field service engineer (fse) confirmed with the biomed that the system was re-cloned from another monitor on the unit. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the system's red alarms are not working. The device was in use on patient at time of event, there was no adverse event reported.